Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow up, the physician determined that the left ventricular (lv) lead had dislodged. It was noted that during the routine follow up, the physician also observed changes in right atrial (ra) lead stability and thought the lead had a possible fracture. The lv lead was attempted to be explanted via laser extraction; however, the process was difficult, and the physician decided to cap the lead and re-implant at a later date. The ra lead was removed via laser lead extraction and replaced. No patient complications have been reported as a result of this event.